Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The paramount mini, left renal stent was originally implanted on (B)(6) 2010. The patient returned for a cardiac catheter on may 3, 2011. The physician noticed a discrepancy on the proximal edge of the implanted stent. The physician saw what looked like a fracture at the ostium of the renal. It looked restenosed and fractured. The physician took selective angios to determine. Upon disengagement of the catheter, the proximal struts of the stent detached down into the aorta, lodging in the right sfa, where it was expanded with post-dilation.